Event description:
It was reported that in the surgical intensive care unit, a teleflex device was connected to a prolonger pvc l30cm di 2.5mm rob 3voie supplied by (B)(4). The catheter was inserted into the right jugular vein, and the extension lines on the catheter were not changed. The treatment infused on this line included noradrenaline (only amines were infused on the proximal line). The patient, a female monitored in the surgical intensive care unit for cardiogenic shock due to late-onset acute coronary syndrome complicated by complete atrioventricular block, experienced arterial hypertension, which rapidly deteriorated to 25mmhg. The patient also became bradycardic at 25 bpm. Despite increasing the dosage of noradrenaline to 1.5 ¿g/kg/min, no effect was observed. Several checks were performed with this unexplained hypotension, including testing the arterial catheter, manually monitoring blood pressure, conducting a trans-thoracic ultrasound, and checking the central line bandage. A leak was finally discovered at the screw thread between the proximal port of the teleflex central catheter and the doran 3-way luer extender. Tightening the screw thread was ineffective. An emergency switch of the amine line to the distal line resulted in an immediate improvement in blood pressure, and the patient's condition stabilized. The central catheter was removed, and an inspection of the devices revealed a break in the male luer of the extension into the female luer of the catheter's proximal line. The patient died four days after this incident due to septic shock, unrelated to this incident.

Manufacturer narrative:
(B)(4). The UDI number is not available as the material number could not be identified. Device evaluation: the customer provided one photo for analysis. The photo revealed that one of the non-teleflex connectors appeared to have broken off within one of the catheter lumens. The customer also returned one 3-lumen teleflex catheter for analysis. The returned catheter was 7fr x 16cm, which does not match the reported fg size of 20cm. Sales history to this customer was analyzed and there was no available history of a size 16cm catheter that was distributed to this customer. Each extension line was returned with a non-teleflex connection line on it. Signs of use were observed on the catheter. Visual analysis revealed no obvious defects or anomalies with the luer hubs. The non-tfx connector was removed from the proximal luer hub and revealed a material within the hub, as reported. The material was determined to be a broken male luer tip from the connector which became lodged within the hub. Proper dimensional inspection could not be performed as the finished good of the returned product is unknown. No design specifications could be accurately cross-referenced. The extension lines were functionally tested per the instructions for use (IFU) provided with a typical cvc kit, which instructs the user "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and distal lines were flushed using a lab inventory syringe and flushed with no issues. When the proximal line was flushed, water exited out of the connection point between the proximal luer hub and the non-teleflex connector which had broken off into the luer hub. Therefore, the complaint of leaking is confirmed. The broken connection tip could not be removed from the proximal luer hub. A manual tug test confirmed that all of the extension lines were secure within their respective luer hubs. The customer report and sample investigation revealed that the catheter was used in conjunction with a non-teleflex manufactured tubing and connector. The leaking reported by the customer was confirmed to be associated with the non-teleflex manufactured component. A DHR review could not be performed as the finished good and lot information could not be confirmed by the customer. The returned 16cm catheter matched the complaint description, however, there was no applicable sales history for this customer with this catheter size. The IFU provided with a typical cvc kit informs the user, "use only securely tightened luer- lock connections with any central venous access device to guard against inadvertent disconnection. Connect all extension line(s) to appropriate luer-lock connector(s) as required." The customer report of a luer hub/fitting connection leak during use was confirmed based on the returned sample. The customer returned one teleflex catheter which was also returned with non-teleflex connection lines on each of the luer hubs. The connector was removed from the proximal luer hub and revealed a material within the hub, as reported. The material was determined to be a broken male luer tip from the connector which became lodged within the hub. Functional testing confirmed that the leaking occurred at the location of the broken male tip connector within the proximal luer hub. Based on the available information and the sample investigation, the complaint is confirmed and the probable root cause of this complaint is likely associated with the non-teleflex manufactured component. However, further analysis could not be performed on the returned connector due to the fact that it is a non-teleflex manufactured device. Therefore, the exact root cause is undetermined. Teleflex will continue to monitor and trend on reports of this nature.